Event description:
A 100% of acquired measurements/calculations did no transfer over to the structured report of (B) (6) cardiology from a siemens sequoia ultrasound system. Missing data: la volume index, no doppler measurements except mv adur and rvsp.